Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted no exterior damage. Review of the error history log found "force sensor test". Functional testing found the pump powers up with the alarm "sf: force sensor test" and calibration is out of specifications. Root cause was attributed to the calibration being out of specification. What caused this to occur could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Recalibrated the force sensor. Cleaned, greased and calibrated the pump. Performed all functional testing, which passed.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.